Event description:
It was reported that the handpiece was giving error code 3 during the case. It was discovered during troubleshooting that the acoustic mount was loose. The case was completed with another handpiece. No pt consequence was reported.